Manufacturer narrative:
Philips service replaced pdu control module and pdu mains interface module and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a generator error prevented x-ray due to a phase fault detected on an azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.